Manufacturer narrative:
Analysis of programming history.

Event description:
During a review of a pt's programming history available in the MFR's programming history database, it was found that the pt presented settings different than what was intended during an office visit on (B)(6) 2007. The settings appear to be indicative a faulted systems diagnostics test which occurred on (B)(6) 2006. While no faulted systems diagnostics test was recorded, it is most likely that the test did not complete resulting in a change in the pt's settings. No final interrogation was performed at the visit prior to the setting change to ensure the settings were correct prior to the pt leaving the office. There were no reports of any pt adverse events as a result. The pt's settings were corrected on (B)(6) 2007. The physician has been instructed to perform final interrogations at the end of each office visit to ensure the settings are as intended. On (B)(6) 2006 10:19:15 am: interrogate - output current: 1.5ma, signal frequency: 30 hz, pulse width: 500 usec, on time: 30 seconds, off time: 5 minutes, magnet output current: 1.75 ma, pulse width: 500 usec, on time: 60 seconds. On (B)(6) 2006 10:24:29 am - systems diagnostics - output status : ok, lead impedance: ok, dcdc: 2, eri: no. On (B)(6) 2007 11:11:07 am - interrogate - output current: 0ma, signal frequency: 30 hz, pulse width: 500 usec, on time: 30 seconds, off time: 5 minutes, magnet output current: 0ma, pulse width: 500 usec, on time: 60 seconds. On (B)(6) 2007 11:23:23 am - program - output current: 1.5 ma, signal frequency: 30 hz, pulse width: 500 usec, on time: 30 seconds, off time: 5 minutes, magnet output current: 1.75 ma, pulse width: 500 usec, on time: 60 seconds. On (B)(6) 2007 11:44:11 am - systems diagnostics - output status: ok, lead impedance: ok, dcdc: 2, eri: no.